Event description:
It was reported that charging cable was damaged and charging supplies were no longer functional. There was no reported impact to the customer¿s blood glucose level. Customer was instructed to rely on multiple daily injections if pump battery depleted before replacement arrived, and technical support arranged replacement charging supplies with two-day shipping.